Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: ·chapter 3 compatible reprocessing methods and chemical agents ·chapter 4 reprocessing workflow for endoscopes and accessories ·chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: foreign objects were found in the forceps channel and the image guide pipe, there was imager damage found resulting in an out of focus image, and the forceps opening was floating. Other issues found were: the image guide pipe pinhole was damaged, there was defective tip insulation, the operation unit was flooded and operation part was corroded, the distal sheath adhesive rubber was peeling, the angle was insufficient and had a malfunction, the forceps mouth had corrosion, the image guide pipe display disappears and was collapsed, the curved pipe was out of play, the vent metal was damaged and the light guide snake pipe was scratched. The customer further reported the scope had been cleaned, disinfected and sterilized before being sent to olympus. There was no delay at the start of precleaning. The customer did not know of any foreign material adhered to the scope and did not know what the foreign material could be. The customer aspirated water through the instrument and suction channel. There were no abnormalities with the cleaning accessories. The scope was presoaked in detergent solution. The customer brushed the instrument channel, instrument channel outlet, port and suction cylinder. There was no concern with reprocessing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a blurred image. The device was returned for evaluation and during the evaluation the following reportable malfunctions were found: foreign objects were found in the forceps channel and the image guide pipe, and the forceps opening is loose. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.